Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4 complaint can be confirmed through the returned product analysis. The gauge was found to have fractured across the narrow section connecting both ends. Visual inspection revealed signs of prior use, including scratches, dents, and grooves on the surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the instrument fractured during the surgery. All pieces were removed from the patient. Instrument used 15-20 times per month. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2: foreign, china. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.